Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was over 250 mg/dl. It was noted that the customer drank a lot of water and administered a manual injection. Reportedly, the customer was able to load a new cartridge successfully.